Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor and flex circuit were corroded and the flex circuit encasement was split. It was determined that this was indicative of immersion / sterilization procedures not being followed properly which caused the device not to work. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device was not working. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.